Event description:
An office nurse reported that the facility had reports of four patients experiencing bleeding problems after examinations with a flexible sigmoidoscope. To the best of her recollection, one patient was admitted to the hosp as a result.